Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci s total hysterectomy with bilateral salpingo-oophorectomy for uterine fibroids and endometriosis on (B)(6) 2011. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. The operative note states that there were extensive adhesions posteriorly and that there was poor visualization posteriorly. She underwent a difficult hysterectomy due to endometriosis. She became anuric postoperatively. The CT scan demonstrated bilateral ureteral obstruction. In the or the ureters were found to be obstructed at the vaginal cuff and posterior bladder. A bilateral ureteral reimplantation was performed successfully. The stents were removed on (B)(6) 2012.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the injury sustained by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient sustained a uterer injury during a da vinci surgical procedure.